Event description:
After an implantation time of about 6 months, premature battery depletion and oversensing were reported.

Manufacturer narrative:
The analysis of the ICD did not show any indications of a device malfunction. The considerable amount of 618 charge processes was the result of the detection of interference signals, which had probably been caused by a defect lead insulation. After such a high amount of charge processes, the battery status eos is to be expected.